Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event on the same day as the onset of the peritonitis. The treatment was not reported. The cause of the peritonitis was not reported. It was not reported if the patient was recovering from the peritonitis but the patient was still in the hospital at the time of the report. It was not reported if pd therapy was ongoing. Additional information was requested but is not available.